Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of hematoma is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported patient effect of hematoma could not be determined. The reported patient effect of hematoma is a known inherent risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
(B)(4). It was reported that an arteriotomy closure of the mildly calcified, left common femoral artery (cfa) was attempted with a prostyle device after the transcatheter aortic valve implantation (tavi) was performed via the right cfa access site. The maximum sheath size on the left cfa was 6f. Although the suture knot of the prostyle device was successfully advanced to the vessel wall and tightened (worked as intended), a hematoma, of unknown size on the left groin, developed after the sheath was removed. The hematoma resolved spontaneously. There was no adverse patient sequela. No additional information was provided.